Event description:
It was reported that revision surgery was performed due to a loose femoral component with collapsed femoral neck/ avascular necrosis.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 363 mg/dl and 115 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.